Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter stated that he thinks the contacts on the device are dirty so he would clean the device. The reporter was advised to ensure the power is off prior to cleaning. Multiple attempts have been made to follow up on the disposition of the device but no response has been received. If new information and/or if the device is returned, a summary of the findings will be provided in a supplemental report.

Event description:
An olympus sales representative reported that the device is getting a b30 and e216 error codes with a new scope. The reporter did not provide any information on when this was discovered however; there was no patient harm reported. Olympus has made multiple attempts to gather additional information with no response.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05108. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The following causes can be inferred from investigation results: - it is presumed that the device has been in progress for more than 6 years since its delivery, and that it was caused by the wearing of the connector pin on the video connector due to the prolonged use, or the corrosion of the pin on the video connector due to the user connecting the electrical contact point on the video connector to the device in question while the video connector was wet. Attrition, corrosion, and foreign body attachment of pins may result in failure to communicate normally between the videocopressor and the scope, resulting in b30 and e216. Olympus will continue to monitor the field performance of this device.